Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No ramping numbers noted on the display. Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. The insulin pump was monitored and tested with no off no power alert and blank display noted. The insulin pump was received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 135 mg/dl at the time of incident. Customer stated that the insulin pump numbers were scrolling while trying to enter the blood glucose reading manually. Customer also reported that the insulin pump shut off while having the keypad issue. The insulin pump is being replaced and is expected to return for analysis.